Event description:
It is reported that the patient was revised for loosening. The device was implanted in 1999.

Manufacturer narrative:
Other device used: catalog # unk, unk stemmed tibia, lot # unk. Evaluation summary: there was no information given on the product number or lot number for any of the components. No implants, x-rays, or any other information was returned for evaluation and therefore, no further analysis can be done on the complaint. Without additional information, a root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.